Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-02-06, information was received from a consumer regarding a patient receiving fentanyl at 66.05 mcg/day via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that since implant they had some sharp pain at the pump pocket when they sat in certain positions. The patient also reported that they did not feel they were getting the relief that they had been, but they were not able to give an event date when asked. Per the patient, their doctor had made concentration adjustments, so had limited some of their ptm (personal therapy manager) boluses. They were now set to ¿1x 6hr 4 max¿. The patient felt that 6 hours between boluses was too long, and they had to set a timer and/or wake up in the middle of the night to request a bolus if they wanted to get all 4 allowed boluses in 24 hours. During the call, the ptm technical reported was reviewed, and the last update date was (B)(6) 2023, but the report only showed dates since (B)(6) 2024. The patient was going to bring their ptm to their appointment at the end of february to see if the other days not showing in the report could be explained. On 2024-11-19, additional information received from the patient indicated that, since pump implant, the patient had intermittent return of symptoms and would not get much relief or would experience withdrawal symptoms. It was also reported that recently the personal therapy manager (ptm) indicated that the pump was in a motor stall but it resumed on its own. The stall had happened a couple of times. The patient denied exposure to electromagnetic interference (emi). The patient was redirected to their healthcare provider (hcp).